Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing threshold measurements of greater than 5v. The lead was not implanted. No adverse patient effects were reported.